Event description:
It was reported that the ilet pump¿s screen was cracked, resulting in limited touch responsiveness and difficulty interacting with the device; the user did not know how the damage occurred and reported no injury. Symptoms included no adverse clinical effects and no alarms. Outcomes included no change in clinical status and no need for medical care. Investigation included a review of the device history, a review of complaint records for similar reports, and an assessment of usability impact based on the described damage. Investigation of this case revealed a damaged display assembly consistent with physical damage to the device housing and screen, resulting in impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an unknown external force.